Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue and patient complications. The target lesion was located in the non tortuous, mildly calcified right coronary artery (rca). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter exhibited significant image interference. The physician reported that catheter manipulation resulted in a plaque shift, causing the vessel to shut down. A second catheter was opened; however, the same image quality issue was observed. The device was removed and the artery was immediately ballooned and stented the vessel to restore flow and complete the procedure. A kink was noted on the monorail portion of the device. The patient did not require hospitalization beyond standard of care and has fully recovered.